Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy xd mr ous 2.25 x 12 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the distal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-jun-2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior desceding artery. Following pre-dilation, a 2.25 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damaged.